Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by singapore that during an unspecified surgical procedure it was observed that attachment device stopped working during use. It was reported that there was a twenty minute delay in the procedure due to the event. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. It was noted that during service and evaluation, it was observed that the attachment device was unable to grip the k-wire, the sleeve for the spring was loose, and the tension sleeve could not unscrew from the housing. It was also noted that the device failed pre-repair diagnostic tests for status of development, sleeve for spring assessment, function of the lever on the tool coupling, sealing of the cover sleeve, assessment of the lid and sleeve for spring, clamping ring on the tool coupling, free moving, and the function test failed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: upon further evaluation, it was determined that the attachment device was received ¿demounted¿. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.